Event description:
The customer reported that the sensor needle broke inside her skin, and she went to the emergency room to have it removed. The customer reported a blood glucose of 294 mg/dl at the time of the emergency room visit. The customer stated that he was given a local anesthetic to have the needle removed. The customer also stated that the outer part of the needle appeared jagged. The sensor was thrown away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.